Event description:
A customer reported a malfunction on the pump and indicated they would call back after inspecting it. There was no adverse impact on the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.